Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states the rear right leg is bent and the end user was using the commode and the leg collapsed causing him to fall on the floor and the content in the pail to fall all over him.